Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient's wife reported that the patient received an e4 (occlusion) error while attempting to bolus 6 units of insulin. She stated that his infusion site and tubing had been in use for 4 days. The wife was advised to change the infusion site every 2 days. The patient changed the infusion site and completed his bolus without error. She stated that the patient's blood glucose was elevated to 379 mg/dl. His normal blood glucose level is "a little over 100 mg/dl." She stated that the pt has not been eating and he is dehydrated. She stated that she was going to take him to the hospital. Upon follow up at approx 6 days later, the caller stated that the patient remains in the hospital with a diagnosis of dehydration, due to taking conflicting medications. He was being treated with IV fluids and IV insulin. The alleged infusion set was discarded. No product will be returned for evaluation.